Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, although no clinical/medical records were received; it was reported that the revision was a consequence of the patient¿s fall. It cannot be concluded that the revision was related to a malperformance of the implant or an implant failure. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2020, a jrny ii bcs xlpe art isrt sz 3-4-rt 15mm was removed and replaced due to patient fall. The adverse event was addressed with a revision surgery on (B)(6) 2021. No patient injuries or other complications were reported.